Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where residual liquid was confirmed in the channel. Additionally, foreign material was noted in the air/water cylinder, air/water nozzle, and scope cover. The following non-reportable defects were also noted: due to damage on forceps elevator (fe) knob, fe knob rotates concurrently. Air/water cylinder has no color. Suction cylinder has no color. Due to burn on distal end cover, insulation resistance value at distal end does not meet the standard value due to damage on nozzle, water removal ability does not meet the standard value due to wear of angle wire, bending angle in up direction does not meet the standard value light guide lens has a crack however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified and a root cause could not be determined. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii gastrointestinal videoscope had residual water in the channel after repair. There was no reported patient harm or impact due to this event.